Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Please explain what is meant by, ¿the device misfired?¿ what treatment was provided for the surgical site infection? Were there any issue with the anvil (difficulty attaching, would not attach, was loose, fell off, ect)? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/ her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so what were the results? If a leak was confirmed how was it addressed? What is the current status of the patient?

Event description:
It was reported that during an exploratory laparotomy with colostomy reversal, circular stapler misfired and did not attach so they had to oversew. Patient complication included ssi. They do not believe it was a result of our circular stapler.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. Additional information was requested, and the following was received: what were the indications for surgery? Prior hartmann¿s procedure. What surgical procedure was performed? Hartman¿s reversal, colostomy takedown with colorectal anastomosis. Please explain what is meant by, ¿the device misfired?¿ staples did not form correctly on the anterior side of the anastomosis with some completely unformed and surrounding staples only partially formed with incomplete ¿b¿ formation. What treatment was provided for the surgical site infection? Drainage, interventional radiology & antibiotic. Were there any issue with the anvil (difficulty attaching, would not attach, was loose, fell off, etc.)? No. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Yes. What healthcare professional fired the device and what is his/her experience with the device? (B)(6), cfa. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Likely in the high b range. Their current protocol is to ¿tighten the anvil all the way down, inspect to ensure no extra tissue has been captured, then loosen the anvil approximately ½ turn and fire immediately. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. According to their current protocol, they loosened the anvil prior to firing. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, but it ¿wasn¿t as loud as usual.¿ were the donuts inspected? If so, please describe. Yes, donuts were ¿thin.¿ was a complete transection of the white breakaway washer visually confirmed? The breakaway washer was not completely transected. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Staples on the anterior side were unclosed. Surrounding staples around it were ¿barely formed¿. Was a leak test performed? A leak test was unnecessary as visual inspection confirmed unformed staples that resulted in an incomplete anastomosis. If a leak was confirmed how was it addressed? The leak was oversewn. What is the current status of the patient? The patient has a small stricture that he/she is attempting to have dilated but has otherwise physically recovered. Patient claims emotional distress due to surgical complications.